Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated the buttons were sticking and unresponsive on the insulin pump. Customer's blood glucose was 491 mg/dl. Customer treated their blood glucose with the insulin pump. The customer reported jumping into the pool while connected to the insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on electronic assembly; unable to verify button keypad anomaly due to blank display. The insulin pump had minor scratched display window and cracked reservoir tube lip.